Event description:
The customer reported to olympus that the evis exera ii ultrasonic bronchofibervideoscope loaner returned distal end defective. During inspection and evaluation, foreign material was found in the channel tube, causing clogging. Insufficient cleaning (handling problem), due to clogging of tube, foreign objects (blood residue) came out of distal end, due to clogging of the channel tube, forceps cannot be inserted. Part of the forceps, or brush, was stuck inside the channel tube. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: distal end is shaved, the connecting tube buckles, and due to wear of the angle wire, the bending angle in the up direction does not meet specifications. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h4, h6 and h10. The customer provided the following information regarding reprocessing steps: there was no malfunction of the reprocessing material. After completion of the bronchoscopy, the device was cleaned immediately. There was no delay. There was air-water flushing during pre-cleaning. Manual pre-cleaning was done with detergent. The following fields were corrected based on information available at the time of initial report submission: e1, e2, e3 and g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely that due to physical damage to the equipment, the foreign matter could not be removed even after proper reprocessing. However, a definitive root cause could not be established. The event can be prevented by handling the device in accordance with the following sections of the instructions for use: - chapter 6 compatible reprocessing methods and chemical agents - chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.